Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during use. The registered nurse (rn) stated that after receiving the se 2240, they disconnected the home patient (hp) and the entire setup. The technical service representative (tsr) explained that they were unable to fully troubleshoot for this alarm since the setup was removed. The tsr advised the rn to start over with all new supplies or complete therapy with manual supplies. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.